Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post right atrial (ra) lead and right ventricular (rv) lead implant, a transesophageal echocardiogram (tee) showed pericardial effusion and a left ventricular (lv) thrombus. The patient was administered medication. It was noted that the patient had episodes of ventricular tachycardia (vt)/ ventricular fibrillation (vf) that were appropriately treated with shocks and an ablation was planned. It was also reported that the ablation could not be done due to the thrombus. Two months later, chest imaging showed worsening right pleural effusion with atelectasis. The leads remain in use. No further patient complications have been reported as a result of this event.